Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury/ I had my bowel stop working after my sugery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal motility disorder ("I had my bowel is stop working after surgery"), endometriosis ("endometriosis") and menorrhagia ("I was bleedind pretty heavy with clot"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, gastrointestinal motility disorder and endometriosis outcome was unknown. The reporter considered endometriosis, gastrointestinal motility disorder, medical device removal and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter, event: endometriosis were added. On 23-mar-2020: social media content received: reporter added. Event I was bleeding pretty heavy with clot was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury/ I had my bowel stop working after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal disorder ("I had my bowel is stop working after surgery"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury/ I had my bowel stop working after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal motility disorder ("I had my bowel is stop working after surgery"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.